Manufacturer narrative:
Additional information: section a-5 patient ethnicity: caucasian section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Post-operatively, due to complaints of severe positive dysphotopsia that was observed approximately one month after the right eye surgery, the iol was explanted in a secondary surgical procedure and replaced with a zcb00 21.0 iol. There was no incision enlargement and no serious injury during the iol exchange procedure. Patient prognosis post procedure was reported as good and visual acuity sc was 20/30. The suspect iol is not available for investigation as it was discarded. No further information is available.